Event description:
The hospital staff attempted to turn the device on during a routine shift check. The device allegedly failed to boot up properly and displayed on vertical lines on the monitor display.